Event description:
Rt hemicolectomy. Device was used to create a functional end-to-end anatomosis. Upon inspection of the staple line, staples did not appear to be formed correctly. The anastomosis had to be taken down and further re-resection was required. Another device was used to complete the case.